Manufacturer narrative:
The device was received with the soft cannula deployed and the formed needle visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was damaged, indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying. The exposed formed needle contributed to the reported events. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
Skin irritation, pain, and bleeding at the infusion site (arm) were reported while wearing the pod between 4 and 24 hours. As treatment, the pod was removed, and a new pod was applied.